Event description:
Upon insertion of robotic camera endoscope, the color in the left eye of the surgeon console was noted to be abnormal, -right eye normal-. Company contacted and after about 20 min of troubleshooting it was determined that the left monitor in surgeon console was bad and would need to be replaced. The surgery was converted from laparoscopic to an open procedure since the robot could not be used.